Manufacturer narrative:
Two (2) devices were received for evaluation. One device was received with the sealed blister package broken and the second sample was received incomplete and broken. Visual inspection was performed, and broken parts were observed. The reported condition was verified. The cause of the condition was related to the sealing station. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were defective. It was further reported that the catheters had been cut in half within the sealed packages. This issue was identified before patient use. There was no patient involvement. No additional information is available.